Manufacturer narrative:
Date of event: (B)(6) 2017 is an estimate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. Patient reported that they were looking to get their device settings reprogrammed but had moved to washington and did not have a managing health care professional (hcp). Patient stated that they were needing the settings reprogrammed because it was not working like it was working in (B)(6), further clarifying that they had experienced a change in symptoms and that patient thinks it was related to a change in altitude, moving to sea level from a much different altitude, however patient noted that the implant was great. Patient sated they had to increase stimulation more than usual. Patient also mentioned having their previous ins replaced due to normal battery depletion. A list of doctors in the patient's area were sent. No further patient complications were reported/ anticipated as a result of this event.